Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified, two further ae cases were referring similar medical events, but none of the received ae cases was referring to a similar technical event. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and cat scan (computerized tomogram) was performed and it was not able to see essure in the right side. It was neither in the uterine cavity nor in the corneal aspect of the uterus and/or fallopian. It was probably perforated (interpreted as fallopian tube perforation). According to additional information, the right tubal insert (inner portion) was intra-peritoneal and the outer coil was in place. A separation of the inner coils from the outer coil may have occurred (seen as device breakage). Upon follow-up receipt, it was informed that patient will undergo a hysterectomy with implant removal. These events are anticipated in essure reference safety information. Although in this case the exact mechanism and circumstances of perforation and breakage were not provided, based on available information and their nature, causality with essure device cannot be excluded. Due to the serious injury related to essure, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded; however the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further information is expected.

Event description:
The report describes a case of fallopian tube perforation ("not able to see essure in the right side/ it is not in the uterine cavity or in the corneal aspect of the uterus and/or fallopian/ it is probably perforated/ right tubal insert is in intraperitoneal") in a patient who had essure inserted (batch no. E13071) for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Ectopics, c-section, spontaneous abortions and voluntary pregnancy termination were denied. There were no abnormal uterine findings prior to insertion. Concurrent conditions included adenomyosis, uterine cervix dilation procedure, analgesia and sedation. On (B)(6) 2016, the patient started essure. The patient experienced device difficult to use ("more difficult insertion on right was noted"), procedural pain ("pain during procedure") and fallopian tube spasm ("tubal spasm"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) and device breakage ("separation of inner coil from outer coil") with muscle spasms. At the time of the report, the fallopian tube perforation, device difficult to use, procedural pain, fallopian tube spasm and device breakage outcome was unknown. The relationship of device difficult to use, procedural pain, fallopian tube spasm, fallopian tube perforation and device breakage to treatment with essure was not reported. The reporter commented: the insertion was difficult due to tubal spasm. The visualization of tubal os was easy, fluid loss was less than 1500 cc and the procedure did not take more than 20 minutes. There was sonographic evidence of adenomyosis and pain with uterine distention during essure procedure. The physician reported that perforation of the tube may not have occurred; separation of the inner coils from the outer coil may have occurred. According to physician the patient will undergo a hysterectomy with implant removal (intervention required). Diagnostic results: (B)(6) 2016: CT: correct position of the micro-tubal insert in left tube with 11 coils visible and 7 coils visible on the right; the right tubal insert (inner portion) was intra-peritoneal and the outer coil was in place. The physician reported that perforation of the tube may not have occurred; separation of the inner coils from the outer coil may have occurred. Quality-safety evaluation of ptc: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical is known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: patient injury was denied. According to physician the patient will undergo a hysterectomy with implant removal (intervention required). Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and cat scan (computerised tomogram) was performed and it was not able to see essure in the right side. It was neither in the uterine cavity nor in the corneal aspect of the uterus and/or fallopian. It was probably perforated (interpreted as fallopian tube perforation). According to additional information, the right tubal insert (inner portion) was intra-peritoneal and the outer coil was in place. A separation of the inner coils from the outer coil may had occurred (seen as device breakage). Upon follow-up receipt, it was informed that patient will undergo a hysterectomy with implant removal. These events are anticipated in essure reference safety information. Although in this case the exact mechanism and circumstances of perforation and breakage were not provided, based on available information and their nature, causality with essure device cannot be excluded. Due to the serious injury related to essure, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("not able to see essure in the right side/ it is not in the uterine cavity or in the corneal aspect of the uterus and/or fallopian/ it is probably perforated/ right tubal insert is in intraperitoneal") in a (B)(6) female patient who had essure (batch no. E13071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Ectopics, c-section, spontaneous abortions and voluntary pregnancy termination were denied. There were no abnormal uterine findings prior to insertion. Concurrent conditions included adenomyosis, uterine cervix dilation procedure since (B)(6) 2016, perioperative analgesia since (B)(6) 2016 and sedative therapy. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device difficult to use ("more difficult insertion on right was noted"), procedural pain ("pain during procedure") and fallopian tube spasm ("tubal spasm"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage ("separation of inner coil from outer coil") with muscle spasms. The patient was treated with surgery (robotic tah (total abdominal hysterectomy) with implant removal). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, device difficult to use, procedural pain and fallopian tube spasm outcome was unknown. The reporter provided no causality assessment for device breakage, device difficult to use, fallopian tube perforation, fallopian tube spasm and procedural pain with essure. The reporter commented: the insertion was difficult due to tubal spasm. The visualization of tubal os was easy, fluid loss was less than 1500 cc and the procedure did not take more than 20 minutes. There was sonographic evidence of adenomyosis and pain with uterine distention during essure procedure. The physician reported that perforation of the tube may not have occurred; separation of the inner coils from the outer coil may have occurred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2016: CT: correct position of the micro-tubal insert in left tube with 11 coils visible and 7 coils visible on the right; the right tubal insert (inner portion) was intra-peritoneal and the outer coil was in place. The physician reported that perforation of the tube may not have occurred; separation of the inner coils from the outer coil may have occurred. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified, two further ae cases were referring similar medical events, but none of the received ae cases was referring to a similar technical event. Most recent follow-up information incorporated above includes: on (B)(6) 2017: she had robotic tah (total abdominal hysterectomy) with implant removal. She was doing well. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. Later on the (B)(6) 2016, a cat scan (computerized tomogram) was performed and it was not able to see essure in the right side. It was neither in the uterine cavity nor in the corneal aspect of the uterus and/or fallopian. It was probably perforated (interpreted as fallopian tube perforation). According to additional information, the right tubal insert (inner portion) was intra-peritoneal and the outer coil was in place. A separation of the inner coils from the outer coil may have occurred (seen as device breakage). Upon follow-up receipt, it was informed that patient underwent total abdominal hysterectomy with implant removal. These events are anticipated in essure reference safety information. Although in this case the exact mechanism and circumstances of perforation and breakage were not provided, based on available information and their nature, causality with essure device cannot be excluded. This case is regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded; however the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No further information is expected.